Event description:
This was originally reported on the 4th quarter 2009 alternative summary report, however, due to the analysis completed on 02/16/2010, this is now reportable on the 3500a medwatch form. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous graft of the left antebrachium. The dt/6-4/5/75 balloon was placed and on the first inflation the balloon was inflated to twelve atmospheres for sixty seconds at the anastomosis of the graft. On the second inflation, the balloon was inflated to twelve atmospheres in the graft and ruptured. The procedure was completed with another of the same device which was inflated to twelve atmospheres for sixty seconds four times. The patient status is listed as good with no complications reported. Device analysis revealed a circumferential tear.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device evaluated by manufacturer: the device was received with a wingtool on the shaft measuring 25mm in length, the wingtool appears to have been severed. Visual and tactile examination revealed no damage to the shaft of the device. The proximal end of the balloon was folded and wrapped around the shaft of the device, however the distal end of the balloon was not folded and wrapped around the shaft of the device. Traces of dried blood were present inside the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure when a leak was noted. Microscopic examination of the balloon material found a small circumferential tear located approximately 13mm proximal to the proximal edge of the distal balloon sleeve. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).